Event description:
It was reported that while placing the bravo ph monitor the capsule did not attach to the patient's esophagus. The capsule fell off into the patient's mouth. No serious injury to the patient was reported.

Manufacturer narrative:
Final device analysis revealed no significant anomalies. There was not enough information to determine the root cause of the failure. The capsule was returned separated and the trocar needle was not advanced with no blood/tissue present. The device was returned with the plunger fully depressed and retracted. The capsule was returned in a small bag. The push wire had three significant bends, which could have been caused by the way it was returned. The push pin/thrust tip showed signs of the needle sliding off.